Manufacturer narrative:
Manufacturer's investigation conclusion: no device related issues associated with the heartmate 3 modular cable were reported or identified through this evaluation. The modular cable (lot #11181143) was not returned for analysis. It was reported that the patient started experiencing driveline communication faults on 30mar2026. A modular cable (lot #10612262) and system controller were exchanged but alarms did not resolve. During the exchange it was noted that there were signs of corrosion in the pump cable connector and on the modular cable. The patient was discharged but continued to have recurrent driveline communication fault and driveline power fault alarms, and a pump cable connector cleaning was scheduled for 09apr2026. Isopropyl alcohol was used to clean and remove debris from the pump side connector. The driveline fault alarms resolved following the cleaning procedure. The modular cable (lot #11181143) was replaced during the cleaning. Additionally provided information stated that there were no issues associated with the modular cable. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number mlp-050815, with no further issues reported at this time. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 patient handbook, rev. A are currently available. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline all system controller alarms as well as how to respond to each alarm condition. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline communication and power faults, and the recommended actions associated with these emergencies. Section 8 of the IFU, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for modular cable lot # 11181143 were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient came in hospital due to a driveline comm fault alarm. Log file recorded a driveline comm fault on (B)(6) 2026 at 17:30:02. Modular cable and system controller were exchanged, however the alarm reappeared immediately. There were signs of corrosion in the modular cable connector. Upon learning that this would entail three extended pump off events, the team decided to discharge the patient and monitor them moving forward. Additional log files showed that there were no compromised power lines. The corrosion was causing one of the power lines to carry slightly less current. The other power line carries slightly more current so there was no loss in the overall current draw at the time. It was later reported that cable connector cleaning was performed on (B)(6) 2026. No alarms or unusual events were noted afterward. There have been no further unusual events recorded after the cleaning procedure in the log files. The post connector cleaning data appeared to show a significant improvement in connectivity at the modular cable connection. Another modular cable was exchanged during cleaning.